Event description:
The affiliate reported: vp shunt revision: pt taken to theatre for revision. Surgeon changed catheters but not valve. Following day, patient acquired new symptoms. Surgeon could not programme the valve, so returned to theatre and changed to a different type of valve as felt previous valve maybe blocked. Patient ok. (During use on patient) (B)(4) 2014 we have confirmed that the catheters that were revised were not codman catheters.

Manufacturer narrative:
It has been noted that the previous investigation stated was incorrect. The corrected investigation will be noted on this report. The position of the cam when valve was received was 120mmh2o. The valve was visually inspected; no defects were noted. The valve was tested for programming. The valve failed the test. During the program process the cam mechanism did not move. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again; no occlusion was noted at the ruby ball. The valve was dried. The valve was retested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. The valve was reflux tested; the valve passed the test. The valve was dismantled; biological debris was noted on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar and on the base plate. Review of the history device records confirmed the valve 82-3164, lot number crcc1c, was conformed to the specifications when released to stock on the august 14, 2014. The root cause of the problem reported by the customer is due to biological debris found on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar and on the base plate. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined since no sample was returned for evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
The position of the cam when valve was received was 120mmh2o. The valve was visually inspected; no defects were noted. The valve was tested for programming. The valve failed the test. During the program process the cam mechanism did not move. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again; no occlusion was noted at the ruby ball. The valve was dried. The valve was retested for programming. The valve passed the test. The valve was reflux tested; the valve passed the test. The valve was then pressure tested, the valve passed the test. The valve was dismantled; biological debris was noted on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar and on the base plate. Review of the history device records confirmed the valve 82-3161, lot number crcc1c, was conformed to the specifications when released to stock on the april 14, 2014. The root cause of the problem reported by the customer is due to biological debris found on the ruby ball, on the seat of the ruby ball, on the cam, on the cam mechanism and on the base plate. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.